Event description:
Pt was being administered nebulizer treatment. Part way into treatment pt's caregiver noticed a substance on the mouthpiece which the caregiver believes to be blood. Equipment had been removed from sealed package prior to administration of treatment.